Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of february 18, 2019, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. (B)(6). The explanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported that the patient underwent a total vaginal hysterectomy procedure where a solyx sis system was implanted. During the same procedure, anterior colporrhaphy, solyx sling placement, posterior colporrhaphy, right sacrospinous ligament fixation, perineorrhaphy, and cystoscopy were also performed. On (B)(6) 2021, the patient was diagnosed with severe voiding dysfunction and pelvic pain, for which she underwent sling incision and removal. Operative findings revealed the sling located at the mid-urethra, deep to the periurethral fascia. Sharp dissection was used to separate the vaginal epithelium from the periurethral fascia bilaterally to the level of the inferior pubic ramus. The sling was dissected circumferentially, cut at the mid-urethra, and removed up to its insertion into the obturator internus muscle bilaterally. The excised sling was sent for pathological analysis. The urethra was inspected and found to be intact. Vaginal packing and a foley catheter were placed postoperatively. The patient tolerated the procedure well and was transferred to recovery in stable condition.